Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV.

Event description:
Patient reported right side "discomfort and pain." Patient later reported capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii/IV. Healthcare professional additionally reported "deformity, hardening, continuous pain, and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "discomfort and pain". Patient later reported capsular contracture baker grade unknown. Device remains implanted.